Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked and found that a piece of paper was jammed between the washer and cylinder fixing. Fse cleaned the path properly and checked unit for leakage, no leakage found. Checked performance of the unit with trainer and balloon connected and unit was working satisfactory. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leaking rapidly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had helium leaking rapidly. There was no patient involved; thus there was no adverse event reported.

Manufacturer narrative:
Updated fields: a1, b4, b5, b6, b7, d5, d11, e1 (event site address, event site telephone, event site email), e2, e3, g3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10, h11.corrected field: g1 (contact person ¿ mfg site).